Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6) +18.0d) was explanted from the left eye due to the patient's dissatisfaction with their vision in the eye and another lal (sn (B)(6) +17.0d) implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2024.